Event description:
It was reported that the monitors on the 6800 system go black after hours of operation. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the system interface pcb and reseated all pcbs. The system was tested and found to be working as intended and placed back into service.